Manufacturer narrative:
(B)(4), service appointment has been scheduled for 6/1/2017 for the installation of a bed link kit that will prevent the bed bases from separating. The installation of the bed link kit is part of the initial installation of the bed base, which unfortunately was not fulfilled per the complainant.

Event description:
Bed was purchased on 3/20/2014 and delivered on 3/28/2014. Customer states she has fallen several times because bases separated. Complainant states the bed bases were not connected at the time of delivery. Customer confirms she has carpeted floor. Customer alleges she injured her head and confirms that no medical intervention was required. Complainant is unable to confirm the actual date of the fall that led mrs. (B)(6) to her head, mr. (B)(6) could only confirm the incident occurred more than a month ago.